Event description:
It was reported that a catheter couldn't be pulled back in the sheath because, the balloon couldn't be deflated. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for eval to date. Based on the info received, the results are inconclusive and the root cause of the event is unknown.